Manufacturer narrative:
The microstent that was not implanted and delivery system were returned to ivantis for evaluation and subjected to microscopic visual inspection, dimensional analysis, and functional testing. The microstent and delivery system met dimensional and visual specifications. Functional testing using the returned microstent and delivery system was performed; the delivery system functioned as intended during advancement, release, retraction, and recapture. All components met specifications. Manufacturer reference (B)(4).

Event description:
At the baseline visit, the study subject's best corrected visual acuity (bcva) was 20/23 and his medicated intraocular pressure (iop) was 21 mmhg. At the 1-month visit, the subject's bcva was 20/29, the anterior chamber (ac) was deep, and his unmedicated iop was 24.5 mmhg. At this visit 2 iop-lowering medications were reinstated; however, the clinical study investigator determined that this iop increase was not device related. One week later bcva was 20/21, the ac was deep, and medicated iop improved to 10.5 mmhg. The subject will continue to be followed in the clinical study.

Manufacturer narrative:
The device that did not disengage/release is being returned for evaluation and the findings will be reported in a follow-up report. Both devices were from the same manufacturing lot and have the same device identifiers, dates of manufacture, expiration date, etc.; therefore, separate 3500a forms are not required for this event . The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Flat or shallow anterior chamber, hypotony, and iop spike are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021 the following adverse event information was reported in a clinical study for refractory glaucoma. On (B)(6) 2021, the investigator attempted to implant the hydrus microstent in the left eye of a (B)(6) year-old male subject. On the first implantation attempt the microstent was not properly placed in schlemm's canal. A second attempt was made with the same device, but the implant did not release from the delivery system. A backup hydrus microstent was used for a third delivery and the microstent was successfully implanted. The patient's intraocular pressure (iop) 4 hours after surgery was 14 mmhg. No adverse events were reported on the clinical study case report form (crf). On february 22, 2021 ivantis became aware that the subject experienced an adverse event (ae) in the study eye. Seven days postoperatively the following event was reported: "flat anterior chamber (ac) with lens/cornea touch or shallow ac with peripheral iridocorneal apposition". The investigator reported that during the initial surgery, the anterior chamber was formed and deep when the speculum was removed. At the one-day postoperative visit the ac was deep and the subject's medicated iop was 6.5 mmhg. On (B)(6) 2021, the subject's ac was shallow, medicated iop was 7 mmhg, and his best corrected visual acuity (bcva) was 20/22. Iop-lowering medications were discontinued at this visit. The subject was scheduled for a follow-up visit on (B)(6) 2021 at which time ac reformation was planned. The crf identified the ae as "moderate" severity, relationship with the study device "remote", and relationship to procedure "related". The scheduled ac reformation was performed on (B)(6) 2021. The subject's iop was elevated the following day and a paracentesis was performed; the iop elevation was considered sequelae from the ac reformation procedure. The hydrus microstent is well positioned. On march 3, 2021 ivantis spoke with the investigator who shared his clinical impressions, and it is unclear to the investigator whether the non-deployment of the hydrus microstent in the initial implantation attempts was the cause of the ae hypotony/shallow ac.